Event description:
I purchased clear care plus with hydraglyde contact lens cleaning and disinfecting solution, travel size on (B)(6) 2024. I have used this product for 20+ years and am very familiar with it. I put my contacts in the case on june 22 evening, to disinfect and neutralize overnight as I usually do. On june 23 morning, I put my contact in my eye and felt incredible pain. I removed it immediately and found upon examining the lens case that it was missing the metal disc at the bottom that is needed to neutralize the disinfecting solution. My eye was blurry, stinging and burning the whole day and today ((B)(6) 2024), is still not fully recovered. If this is a manufacturing defect these products should be pulled and consumers warned.